Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed the sample had a crack in the rear mounting bracket. No other defects were observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was then prepared for the functional bench test where water, an adult breathing circuit (880-36kit), air flow, and a 382-10 concha smart column was connected to the unit for a real time operational scenario. It was observed that the unit was returned in auto settings mode. Once auto settings mode was turned off, the settings were able to be adjusted with no difficulty. The values were set as follows: temperature at 37 c, mode was invasive, and full rainout on the humidity gradient. The unit successfully negotiated all pre-operational self-tests and was functioning real time. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. The unit was returned in auto settings mode. Once auto settings mode was turned off, the unit was able to be adjusted with no difficulty. The IFU provides instructions on how to activate and deactivate pause mode. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the second humidifier lost temp, timer, and humidity control". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the second humidifier lost temp, timer, and humidity control". No patient involvement reported.